Event description:
The customer reported the system arced and displayed an error message requiring a system reboot. The system was removed from service. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The candlesticks (high voltage connectors) were cleaned. The system was then found to be operating as intended.